Manufacturer narrative:
An event of a deformed occluder was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined, however, per the site the patient was noted to have a long pfo tunnel.

Event description:
Related manufacturer report number: 2135147-2019-00207. On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant. When the device was deployed and made contact with the septum the la disc took the shape of a "wine glass" and didn't lay flat. The device was recaptured and replaced with another 30mm pfo (lot: 6570240). The device was deployed but the issue re-occurred. Ex-vivo the device returned to the expected shape. A third 30mm pfo (lot: 6953786) was selected, deployed, and was implanted successfully. The patient remained hemodynamically stable and there was no clinically significant delay. The user attributed the deformation to the patient's anatomy with a long pfo tunnel.